Manufacturer narrative:
A supplemental MDR is being submitted due to device evaluation findings. Sections g6, h2, h6 (component code, type of investigation, investigation findings, investigation conclusions), and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The 29 mm bav balloon was returned for evaluation with a 16f esheath+ inserted over the balloon. The liner was unexpanded, with the tip opened along the axial score line and a distal tip split was observed at the split region. The sheath shaft material appeared stretched. Due to the nature of the complaint, no applicable functional or dimensional testing was performed. Imagery of the device was reviewed and revealed a distal tip split. The IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for distal tip split was confirmed based on the evaluation of the returned device imagery. Tortuosity can create sub-optimal angles that can lead to non-coaxial alignment between the balloon and the sheath during retrieval, causing the balloon to catch on to the distal tip and result in the observed tip split. Undersized vessels can also create a restricted pathway or constrained condition, which may further contribute to non-coaxial alignment between the balloon and sheath. As such, available information suggests that patient factors (tortuosity, undersized vessel) may have contributed to the distal tip split. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards' affiliate in japan, during a trans-subclavian/trans-axillary transcatheter aortic valve replacement (tavr) with a 29 mm sapien 3 ultra resilia (s3ur) valve, after balloon aortic valvuloplasty (bav) was performed with a 25 mm balloon catheter, the bav catheter caught on the tip of the esheath plus (esp) and could not be withdrawn. The doctor slightly inflated the balloon once and then applied negative pressure on the balloon to withdraw the bav catheter, but it could not be done. Since the bav catheter could not be withdrawn back into the esp even changing an inflation device or adjusting the position of the esp, the bav catheter was removed with the esp while the balloon was not in the esp. After removing the bav catheter and the esp, it was observed that there was split on the tip of the esp and the balloon caught on the split. The doctor replaced the esp with a new one and completed the procedure without any other problems. The patient recovered from sedation without problems.